Event description:
Anchor broke at the suture eyelet during rotator cuff procedure. When surgeon pulled on the sutures they came free because the eyelet was gone. The anchor was not sitting proud. He chose to move to an adjacent site on the head and insert another anchor. Additional information confirmed anchor was 4.5mm. Anchor was not removed. 4.5mm awl dilator was used. Axial alignment was maintained. Two finger insertion was not used. Suture pulled out from the core of the anchor.

Manufacturer narrative:
Device was not returned for evaluation.(B)(4)